Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm and a cartridge alarm 19. Both alarms were cleared by the contact. The customer's blood glucose (bg) level was 307 mg/dl and an insulin injection was used to address the bg level. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
Device investigation found no device issue associated with the reported occlusion alarm.